Manufacturer narrative:
G4 - PMA/510(k) #: captured as unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported by the facility treatment unit that the device indicated the error 1720. The event occurred before the beginning of the infusion, and there was no patient involvement or harm.